Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient presented to the clinic after experiencing some unusual alarms and that the distal end bend relief had separated from the metal connector. The patient heard audible beeping. The event log indicated low speed and pump stops events when connected to the patient cable. Suspected percutaneous lead damage. X-rays were inconclusive. A percutaneous lead repair will be scheduled. No further information at this time.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.